Event description:
The pt noticed the pump alarming on (B)(6) 2010; the pt had increased baseline pain. The pump was interrogated on (B)(6) 2010 and the pump logs showed a motor stall on (B)(6) 2010 and a tube set message on (B)(6) 2010 with no recovery. The pt denied any emi interaction. The pt's symptoms improved with oral medications. The device system was used to deliver dilaudid and bupivacaine. It was noted that they were concerned because the pt had similar issues with his prior pump and it was replaced (see MFR report # 2182207-2009-00754). Add'l info has been requested. A follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).